Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 year ago. Aneurysm and vessel morphology at the time of implant were not reported. The iliac arteries were severely tortuous and the aortic neck was reverse funnel shaped and it had an angulation of 50 degrees. It was reported that the patient presented to the emergency room with back and abdominal pain and appeared to be symptomatic for a ruptured aneurysm; however, he was stable. There were no haemodynamic signs. A CT scan was performed and the stent graft was found to have migrated and it was 1.2 cm below the renal arteries with the presence of a proximal type 1 endoleak, without rupture. The stent graft migration was attributed to the angulation and dilatation of the aortic neck. The right iliac limb was also found not extended deep enough into the iliac artery. An aneurx aortic cuff was placed proximally and a 16 x 85 mm iliac limb was placed distally to extend the stent graft into right iliac artery after the internal iliac was coil embolized. It was noted that it was very difficult to insert aortic cuff in due to the severe tortuosity. There was successful outcome and the endoleak and the stent graft migration were resolved. A day or 2 later, the patient complained of abdominal pain and another physician decided to explant the stent graft. It is unknown if the explanted stent graft is available for return. No additional clinical sequelae were reported and the patient is recovering from the surgery.

Manufacturer narrative:
Evaluation codes, results/conclusion: other - lack of information (explanted stent graft was not returned), (angulated and dilated aortic neck), (migration, endoleak).